Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy, lysis of adhesion, and culdoplasty due to adenomyosis, menorrhagia, stress urinary incontinence, pelvic pain, and adhesions. The patient experienced urinary leakage, pelvic pain and painful intercourse. (B)(4).